Event description:
The customer reported the thumbnail image represented a different image than what was saved. There is not report of pt injury

Manufacturer narrative:
A ge service rep performed an ins site investigation. No conclusion can be drawn as further repair info is unavailable at this time.